Manufacturer narrative:
(B)(4). Batch # t94p0j. Investigation summary: the analysis results found that the harh45 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged. It was noted to be broken and still adhered to the tyvek. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is meant by ¿broken¿? (Please explain). Had the device been working and then stopped? Did the generator display an error message? If so, what message? Did a piece of the device break off? If so, what piece? If pieces were broken from the device, did anything fall into the patient? How was the pieces retrieved?

Event description:
It was reported that during an unknown procedure, the device was broken. There were no patient consequences. No additional information is available at this time.